Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was broken and loose drive support cap which leads to batteries not lasting. The customer stated that had a crack in battery cap compartment area. Customer also reported that the blood glucose value was above 600 mg/dl and treated with insulin pump. It was unknown if the pump was in use for last 48 hours. No further patient complications were reported. Troubleshooting was performed. The pump will be returned for analysis.